Event description:
It was reported that the patient experienced pain from their implantable neurostimulator (ins) and even more pain with the device turned on. Reported patient symptoms included a burning sensation, pain, swelling all at the device pocket site on the right side. The patient also experienced less than 50% therapy relief. Diagnostics and troubleshooting performed included impedance testing, x-rays, and reprogramming (results of which were not specified). It was uncertain as to the cause of the event issues but the physician was planning to explant (and potentially replace) the ins. No explant or replacement procedure had been scheduled at the time of report. The patient status at the time of report was noted as ¿alive ¿ no injury¿. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 3708340, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 3998, lot# lb5230, implanted: (B)(6) 2003, product type: lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).